Manufacturer narrative:
No difficulties were noted when removing the protective sheath and packaging stylette. The same inflation device used with other devices pre and post the inflation difficulties. 50/50 concentration of contrast /saline was used. Device evaluation :the balloon returned deflated and had not burst. Stretching was evident to the balloon bond. Deformation was evident to the inner member 2.9cm proximal to the distal tip. The material proximal to the balloon bond was burst longitudinally. It was not possible to perform negative prep or inflation and deflation testing due to the condition of the returned delivery. No other damage was evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a lesion in the distal rca. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that when the stent was advanced and placed in the stenosis it was noted that it was difficult to inflate the balloon at first at 12 atm. After several attempts the balloon was inflated and it was possible to implant the stent. When the stent was implanted it wasn't possible to deflate the balloon. The balloon was blocked. So an attempt was made to rupture the balloon with a wire. This action did not work. An attempt was made to rupture the balloon with high pressure via the inflator. Then the balloon burst and was recovered. No patient injury was reported.